Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample and the device logs were provided for evaluation. Upon visual evaluation of the sample, the cover caps on the screw pillars and the seal on the lower housing were intact and undamaged. The device was in a clean state. It was found that the claws were not fully inserted in the claw mechanism and the rubber seal of the drive head was damaged. Upon review of the provided device logs, the described error pattern could be comprehended in the history analysis. Based on the data from the investigation, the reported defect was confirmed. The root cause of the reported issue was a result of a software anomaly. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in theunited states by b. Braun medical, inc.

Event description:
According to the event description: "as per night shift staff, they noted the pump beeping two times with the error of 'empty syringe' showed on the pump. When the first error beeping, they checked and noted the syringe was in place and continue the infusion. When second time they encountered same issue, they changed another syringe pump with the existing meds running."